Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant procedure, the lead exhibited undersensing. The lead was removed and replaced.